Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high thresholds and high/undefined impedances. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage coils remain in use. No patient complications have been reported as a result of this event.